Manufacturer narrative:
Supplemental report submitted to include additional information received through pre-decontamination observations. Added h6 - device codes. Per preliminary pre-deco observations. The 14 fr esheath+ received partially inserted trough associated 26 mm delivery system. The valve was returned crimped over crimp balloon. The crimped valve and flex shaft were exposed trough the liner. The liner was expanded and the tip was unopened. The liner was torn 18 cm in length from strain relief. The sheath shaft was kinked at 8 cm from the strain relief. A liner strand at 3.5 cm from strain relief was noted. The sheath shaft was damaged 5 cm from strain relief. This is one of two manufacturer reports being submitted for this case.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections g6, h2, h3, h6: type of investigation, investigation findings, investigation conclusions and conclusions in this section have been updated. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode(s) is not required at this time. The device was returned for evaluation. The 14fr esheath+ was received partially inserted through the 26mm commander delivery system (ds). The valve was returned crimped over the balloon. The crimped valve and flex shaft had exposure through the liner. The liner was expanded and the tip unopened. The liner was torn 18 cm in length from the strain relief; the sheath shaft was kinked at 8cm from the strain relief. The liner strand was 3.5cm from strain relief. The sheath shaft was damaged 5cm from the strain relief. The instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Imagery was provided and reviewed, the images showed the esheath partially inserted in the patient. The liner appeared to be torn with the ds and crimped valve exposed through the torn liner. Through extensive complaint investigations, sheath liner tear events have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to vessel tortuosity, calcification, and/or withdrawal of an altered balloon profile of the delivery system or bav. The complaint for liner punctured was confirmed based on evaluation of returned device and provided imagery. Available information suggests that patient factors (calcification, tortuosity) likely contributed to the event as per provided information there was moderate degree of calcification and tortuosity in the access vessels. Calcification can damage the exposed portion of the sheath liner, which can lead to immediate cutting, tearing, or weakening of the liner. A weakened liner can also tear during advancement or retrieval of the delivery system or balloon catheter. Vessel tortuosity can create suboptimal angles during delivery system or balloon catheter advancement/retrieval through the sheath. Non-coaxial alignment can cause the delivery system or balloon catheter to catch onto the sheath liner and tear it upon advancement/retrieval. The complaint for sheath liner strand was confirmed based on evaluation of returned device. However, no manufacturing nonconformance was identified during evaluation. Review of the DHR did not provide any indication that a manufacturing non-conformance would have contributed to the complaints. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were noted during device unpacking or preparation. During evaluation of the returned device, a liner strand was observed. Per provided information, there was moderate degree of calcification and tortuosity in the access vessels. Calcification can damage the exposed portion of the sheath liner. Damage along the liner could lead to immediate cutting/tearing or could weaken the liner. Additionally, tortuosity and calcification can subject the sheath and delivery system to suboptimal angles during insertion, advancement, and/or withdrawal. This can lead to non-coaxial alignment between the devices and the increased interaction can lead to the delivery system and/or valve to catch onto the liner. As such, available information suggests that patient (calcification, tortuosity) and/or procedural (device manipulation) may have contributed to the complaint events. However, a definitive root cause was not able to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
Edwards received notification from our affiliate in germany. As reported, this was a case of an implant of a 26mm sapien 3 ultra in aortic position by transfemoral approach. During the advancement of the delivery system through the esheath, damage to the esheath was noted via x-ray. The medical team decided not to implant the valve and attempted to remove the devices, but safe removal was not possible. Difficulties were encountered during withdrawal, and the delivery system came out of the esheath. Upon removal of the devices as a single unit, it was observed that the esheath liner was punctured. Despite some bleeding, it was not massive and no blood transfusion was needed. A second valve was then attempted, and the procedure was successful. The patient remained stable.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be completed upon completion.